Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of detachment of device component: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported 1 syringe of juvéderm® ultra xc had ¿the needle popped off during injection.¿ patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Healthcare professional reported 1 syringe of juvederm ultra xc had ¿the needle popped off during injection.¿ patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.